Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The brake gap is out of specification and the gap cannot be readjusted. The root cause is due to a defective drivetrain motor likely due to aging. The autopulse platform is a reusable device and was manufactured in june 2007 and is 12 years old, well beyond the expected service life of five years. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. Review of the archive data indicated user advisory (ua) 16 errors occurred on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found damaged bottom enclosure, broken head restraint wire and bent battery lock. To remedy the damage, the bottom enclosure, top cover and battery lock were replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of mishandling. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. The customer tried to power cycle the platform; however, the error message persisted. Immediately, the crew reverted to manual CPR. No known impact or consequence to patient information was provided.